Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would not pace or sense and would occasionally turn off. The status of the epg is unknown. There was no patient involvement.

Manufacturer narrative:
Product summary: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) would not pace or sense and would occasionally turn off. The epg passed functional testing with respect to these functions. It was indicated that a printed circuit board (pcb) was out of specification electrically. It was also indicated that multiple internal and external components were contaminated, broken, and/or missing. The epg was repaired and returned to service. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Failure analysis was performed on the main printed circuit board assembly. Visual inspection: no anomalies observed. Benchtop analysis: no bench analysis performed. Functional test: confirmed device fails functional test 1017 ¿low battery reset¿ and ¿pre - hardware eol reverse¿. Based on historical precedence, replaced a transistor on the main pcba. Re-ran test 1017 twice ¿ both pass. Confirmed transistor component failure. Conclusion: confirmed customer complaint device fails functional test caused by failed transistor component. If information is provided in the future, a supplemental report will be issued.